Event description:
Dr (B)(6), associate specialist, dermatology of the reporting facility, reports that during his pre-op assessment of his female pt, who is due for a stoma, was given samples of (B)(4) to try. The pt applied to sample and developed redness and soreness in the area within a few hours of application.

Manufacturer narrative:
Based on the info, this is deemed a serious injury. From a clinical perspective a causal relationship between the auto lock flange-2 pc stomahesive wafer and this event is deemed possible because product in use is temporally associated with the skin where the problem occurred. Add'l info provided found that end user has stopped using the product, and the skin is now intact. The pt has since recovered, and shows no evidence of an allergic reaction or sensitivity to the product. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013.